Manufacturer narrative:
As the stent remains implanted in the patient and there is no complaint against the delivery system, the device was not requested for return. Investigation is not yet complete. A follow-up report with any additional relevant information will be submitted.

Event description:
An (B)(6)-year-old patient with medical history of coronary artery disease, presented on (B)(6) 2016 with a non-st-elevated myocardial infarction (nstemi). Coronary angiography performed on (B)(6) 2016 showed significant stenosis in proximal left circumflex (lcx) coronary artery and significant stenosis in 1st obtuse marginal (om1) coronary artery. Patient enrolled in a cobra trial. Percutaneous coronary intervention (pci) was performed on (B)(6) 2016, with two cobra pzf stents (each a 2.5x12mm size) implanted; one in lcx and one in the om1. Timi 3 was noted after the procedure. On (B)(6) 2017, the patient was hospitalized for moderate dyspnea. Coronary angiography performed for further evaluation showed intermediate stenosis at the ostium of the lcx, and proximal lcx stent restenosis (70-90%). The restenosis was treated with drug-eluting stent (des) implantation. The stent in the om1 was noted to be patent. Timi 3 noted after procedure. Discharged without further complication.